Event description:
Rec'd info stating that due to a ventilator malfunction pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. Covidien was not authorized to repair the unit. The customer reported to have replaced the keyboard. The ventilator passed all testing.